Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states that the following readings were obtained on a patient using the inform system within 10 minutes: 417 mg/dl and 79 mg/dl (7 minutes), 79 mg/dl and 383 mg/dl (4 minutes). Sets of readings were taken at different times. Reading of 79 mg/dl was taken only once; no repeat of readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips have been used up and will not be returned. Replacement was sent.